Event description:
On 8/19/2021 it was reported by sales representative via sems that an ar-8717d-02 got stuck in the drill guide ar-8717g-02 side "15" during a case. This occurred again during another procedure, where ar-8717d-02 got stuck in the drill guide ar-8717g-02 side "13". No patient affected.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, one drill bit broke off and the distal fragment remained contained and stuck within the frill guide; while the other device has heavy abrasion marks on the od near the distal end. The od of both devices met specifications. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.